Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - since no expertise files nor further information concerning the reported issue could be provided, the reported event could neither be confirmed nor investigated. - the case is therefore closed as is; it will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, the programmer stopped during an interrogation.

Event description:
Reportedly, the programmer stopped during an interrogation.